Manufacturer narrative:
Date received by manufacturer: 14jun2019. Date of report: 26jun2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer replaced the flow assembly and the issue was resolved. The unit passed testing and was returned to service. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that that the unit failed air flow accuracy testing. There was no patient involvement.